Manufacturer narrative:
Exact date unknown, event occurred (B)(6) of 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 2000006886.

Event description:
It was reported that one of the patients leads had migrated and the other lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the facility.